Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other four proglide devices referenced are being filed under separate medwatch MFR numbers. It was reported the left common femoral artery was heavily calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile proglide device with the same lot number, 20917j1, as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the heavily calcified left common femoral artery using the preclose technique prior to an endovascular aortic aneurysm repair (evar) procedure. Three additional proglide devices were used with the same results. The arteriotomy was 6f and the vessel was heavily calcified. A fourth proglide device was used for successful suture placement. It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to an evar procedure. The arteriotomy was 6f and the vessel was not calcified. A second proglide device was used for successful suture placement. The evar procedure was completed and hemostasis was achieved bilaterally using the sutures of the successfully placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.